Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery. Immediate postoperative x-rays showed no problems with the reduction and the placement of the plate. The surgeon instructed the patient to be cautious with aftercare and to refrain from heavy labor for up to 3 months after surgery. However, 3 va screws on the distal end side were found to be broken at the regular follow-up on (B)(6) 2024. For now, the patient is under observation, and once bone union is confirmed, those broken screws will be removed. The initial surgery was completed successfully. A reoperation has not been performed yet. It is not identified which of the impacted products are the broken screws. Patient status/ outcome: stable. No further information is available. This report is for one (1) unk - screws: 2.4 mm va locking. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - screws: 2.4 mm va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.